Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates full system explant occurred. No complications.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: (B)(4).